Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, who provided detailed instructions for resetting the pump. After following these instructions, the cgm error code did not reappear, and the customer successfully started their sensor session.